Manufacturer narrative:
Investigation summary: refer to (B)(4). As per manufacturing, DHR was reviewed and no qn found; manufacture records was reviewed, no abnormal was found; incoming inspection report of the cannula which used for this lot, and all test results meet the specification; no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; base on investigation, the complaint is not manufacture issue. Investigation conclusion: no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; base on investigation above, the complaint is not manufacture issue. The certain cause cannot be concluded at the moment. Root cause description: base on investigation, the complaint is not manufacture issue. The certain cause cannot be concluded at the moment.

Event description:
It was reported that serious injury occurred with a bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, "after infusion, it was found the needle (pe) broken in patient's skin after removing the pen needle. The broken needle was immediately removed by the doctor."